Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case at the display window corner. No button error alarms were noted. The pump had no button response due to corroded keypad traces.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that prior to the alarm, he had placed his insulin pump in moist swimming trunks. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.